Event description:
Procedure: urological/gynecological. According to the reporter, the pt underwent a procedure for treatment of pelvic organ prolapse and other symptoms. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4).